Event description:
There was limited information provided. Duramatrix suturable was used on a patient. Surgeon had to "bring the patient back" due to a csf leak. Revision surgery required, as the surgeon performed intervention surgery for pseduomenogocele repair. There was no additional information provided on patient status, patient outcome, nor about the nature of the event itself. The product lot number was not provided. Requests were made to gather additional information, including the product lot number and further patient details, however addtional information was not provided.